Event description:
It was reported that an angio-seal was selected for use. Four hours post procedure, the groin began to bleed. The pt was sent to the intensive care unit for the next 25 hours. A femostop was used to stop the bleeding. The pt was reported to now be well. No add'l info was available.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.